Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an unknown procedure. According to the complainant, during the procedure, the balloon broke. The procedure was completed with this device. There were no patient complications. Although an attempt was made to obtain follow up, there is no further information available regarding this event.

Manufacturer narrative:
The complainant indicated that the suspect device has been disposed of and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).